Event description:
It was reported that on (B)(6) 2022 that the patient experienced a driveline power fault alarm while moving their driveline during a dressing change. No apparent trauma or bend was noted in the external portion of the driveline. The patient¿s modular cable and system controller were exchanged. It was reported on (B)(6) 2022 that the patient experienced additional driveline power fault alarms, as well as driveline communication fault alarms. Driveline x-rays were taken on (B)(6) 2022. The alarms were cleared without reoccurrence, and on (B)(6) 2022, the decision was made to discharge the patient with plans to continue monitoring. Related manufacturer report numbers: system controller 2916596-2023-00031. Pump 2916596-2023-01297.

Manufacturer narrative:
B5: updated event description. Manufacturer's investigation conclusion: the mod cable, lot 8575324, returned for evaluation following the reported event of driveline power fault and driveline comm fault alarms. A review of the submitted controller event log file (115042) spanned approximately 14 days ((B)(6) 2022 per time stamp). On (B)(6) 2022 at 11:29:49, the driveline power fault alarm was active due to a power b broken fault. The alarm remained active throughout the remainder of the log file and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller event log file (031247) of the backup controller spanned approximately 9 days ((B)(6) 2022 and (B)(6) 2022 per time stamp). On (B)(6) 2022 at 23:25:15, the driveline power fault alarm was active due to a power b broken fault. On (B)(6) 2022 at 02:59:19 the driveline power fault alarm coincided with the driveline comm fault alarm that activated due a comm a fault. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller event log file (bc291549) spanned approximately 13 days ((B)(6) 2022 per time stamp). This data is identical to log file (115042) except for an extra 2 hours of data that shows the continuation of the driveline power fault alarm. On 22dec22 at 13:21:46 there was a pump stop. During this event there was a com a fault, pwr b broken, and a low pump current fault. These sequences of events are indicative of an esd pump stop. The alarm remained active until the driveline was disconnected at 13:22:02 for a controller exchange. No other notable alarms were active in the log file. The mod cable returned for analysis in unremarkable condition. The mod cable was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. No issues can be correlated with the mod cable. Device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 left ventricular assist system (lvas) patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline power fault alarm while moving their driveline during a dressing change. There was no apparent trauma or bend seen on the driveline. Review of the log files showed a driveline power b fault on (B)(6) 2022. The patient also experienced a driveline communication fault after arriving to the emergency room. The log files showed that a communication a fault had occurred. A self test was performed which did not clear the alarms. The clinician manually cleared the alarms via the monitor. The system controller and the modular cable were exchanged, and no further alarms occurred. Related MFR # of the system controller 2916596-2023-00031.

Manufacturer narrative:
Patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of driveline power fault and driveline comm fault alarms was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 14 days ((B)(6) 2022 ¿ (B)(6) 2022 per time stamp). On (B)(6) 22 at 11:29:49, the driveline power fault alarm was active due to a power b broken fault. The alarm remained active throughout the remainder of the log file and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller event log file of the backup controller spanned approximately 9 days ((B)(6) 2022 and (B)(6) 2022 ¿ (B)(6) 2022 per time stamp). On (B)(6) 2022 at 23:25:15, the driveline power fault alarm was active due to a power b broken fault. On (B)(6) 2022 at 02:59:19 the driveline power fault alarm coincided with the driveline comm fault alarm that activated due a comm a fault. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller event log file spanned approximately 13 days ((B)(6) 2022 ¿ (B)(6) 2022 per time stamp). This data is identical to log file except for an extra 2 hours of data that shows the continuation of the driveline power fault alarm. On (B)(6) 2022 at 13:21:46 there was a pump stop. During this event there was a com a fault, pwr b broken, and a low pump current fault. These sequences of events are indicative of an esd pump stop. The alarm remained active until the driveline was disconnected at 13:22:02 for a controller exchange. No other notable alarms were active in the log file. Mod cable, lot 8575324, returned for analysis in unremarkable condition. The returned modular cable was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.